Event description:
Boston scientifc received information that during the replacement procedure; this atrial lead exhibited impedances greater than 3,000 ohms. A lead fracture was suspected. It was attempted to explant the lead; however, it was tightly attached to the walls. Therefore, the lead was surgically abandoned and replaced. The replacement procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned for analysis; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.